Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heart start xl indicating that device screen went black, and device was unable to perform defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heart start xl indicating that device screen went black, and device was unable to perform defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: this report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service. Philips last supplied replacement xl batteries on 31dec2020. The xl instructions for use (IFU) documents a one and a half year life expectancy. Therefore, this event was identified as use error. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the patient was in ventricular fibrillation and, during this period, the defibrillator screen went black due to a power failure. The doctor¿s plan was to perform defibrillation every 5 minutes, but this was not possible. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.